Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During the removal of the instrument, the missing coating in proximity to the tip of the instrument was detected.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to specification, valid at the the time of production. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: based on the quality standard and the batch history review, we exclude a material or manufacturer caused error. It is possible that the mentioned failure was caused by another sharp instrument used during surgery or a worn distal end of a trocar. No CAPA is necessary.